Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events reported for the lot code. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 28/0; cat# 6570-0-128; lot#40112505, trident psl ha solid back 52mm; cat#540-11-52e; lot#40117901, modular dual mobility insert; cat#626-00-42e; lot#39661704, restoration adm x3 ins 28/48; cat#1236-2-848; lot#39770701. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
Doctor reports patient complaining of hip pain status post one year hip replacement with abg modular. He reports MRI shows fluid build up around hip joint. Doctor decided to revise the abg stem to a monolithic stem. Doctor proceeded to remove the stem with a burr and flexible osteotomes. He re implanted a short citation stem with a new head and adm liner.

Event description:
Doctor reports patient complaining of hip pain status post one year hip replacement with abg modular. He reports MRI shows fluid build up around hip joint. Doctor decided to revise the abg stem to a monolithic stem. Doctor proceeded to remove the stem with a burr and flexible osteotomes. He re implanted a short citation stem with a new head and adm liner.

Manufacturer narrative:
An event regarding altr involving an abgii stem was reported. The event was confirmed through medical review. Method & results: device evaluation and results: material, visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that "the primary harm involved is adverse local tissue reaction s/p tha. This conclusion is based primarily on the MRI findings of ¿a large amount of joint fluid and severe synovitis is present distending the pseudocapsule greatest anteriorly.¿ the reported elevated cobalt level of 2.6 is not diagnostic. Average cobalt level in the blood range from 0.7 to 3.4ug/l and 0.3 to 7.5ug/l in the serum. Further affirmation of this harm would be possible with review of surgical pathology reports and operative report from the revision surgery. In addition to material analysis of the explanted tha." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that patient complaining of hip pain and MRI shows fluid buildup around hip joint. The event was confirmed as per provided medical records reviewed by consulting clinician who indicated that based primarily on the MRI findings of large amount of joint fluid and severe synovitis it is concluded that primary harm involved is adverse local tissue reaction s/p tha. The root cause could not be determined because the devices were not returned for evaluation and insufficient information was provided. No further investigation for this event is possible at this time. If devices and /or additional information become available to indicate further evaluation is warranted, this record will be reopened.